Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image is not displayed. Based on the results of the investigation, and since the device malfunction "white screen" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the additional malfunction: the video cable is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gynecologic laparoscope displayed a white screen. There were no reports of patient harm.